Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited high thresholds, undersensing and positioning and placement problem during the attempted implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.